Manufacturer narrative:
The lot number was provided, therefore a lot history review was performed. The device was not returned for evaluation, however medical records and images were provided for review. The investigation confirmed for the reported perforation and material deformation issues, but was unconfirmed for tilt. The definitive root cause could not be established. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the information indicates that model ec500f vena cava filter allegedly experienced material deformation and perforation. The information was received from one source. The patient that was involved had no reported patient injury. The male patient is 58 years old and weight was not provided.